Manufacturer narrative:
A site representative reported that, while in a spinal fusion procedure, the imaging system's hand-switch was not responding when attempting to take 2d images and save the images. They had to press the hand-switch buttons multiple times before the 2d images would take and the images were saving. They also noticed when attempting to take a 3d spin there was not an audible beep heard to begin the 3d spin. Re-positioned the system laterally and then a successful 3d spin was taken. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. Onsite investigation was performed and it was discovered that the system control board was causing the reported event. Replacement of the system control board along with the x-ray hand-switch resolved the issue. No further issues were reported. Analysis of the returned board and hand-switch could not confirm any failure with either one of them as they both passed bench testing and functioned without problems. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion procedure, the imaging system's hand-switch was not responding when attempting to take 2d images and save the images. They had to press the hand-switch buttons multiple times before the 2d images would take and the images were saving. They also noticed when attempting to take a 3d spin there was not an audible beep heard to begin the 3d spin. Re-positioned the system laterally and then a successful 3d spin was taken. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.